Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the patient underwent an aortic arch replacement procedure. On (B)(6) 2011, the patient underwent endovascular repair of a distal aortic arch aneurysm using a gore tag thoracic endoprosthesis (tgt3115/8404357). During the procedure, a superficial femoral artery became thrombosed. On (B)(6) 2011, a thrombectomy was performed to treat the thrombosis of the superficial femoral artery. Vessel patency was restored, and the patient tolerated the procedure.